Manufacturer narrative:
The reported product is an unknown baxter transfer set. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was due to an accidental disconnection of the transfer set which subsequently fell on the floor, the caregiver picked up the transfer set and ¿placed it on the patient¿s catheter¿( the titanium adapter remained on pd catheter). It was not reported if the patient was hospitalized for the event. The same day as event onset the patient was treated with intraperitoneal (ip) vancomycin (1 g every 48 hours, for six days and ip amikacin 100 mg per day for six days. One week after event onset the patient was recovered from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.